Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to (B)(6) 2016, therefore no UDI. E1; reporter institution phone number (B)(6). E1: reporter phone number: (B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the intellivue multi measurement server x2 was giving a sporadic speaker error. It is unknown if the device was in clinical use at time of event, no adverse event was reported.

Manufacturer narrative:
The device was sent to bench to evaluate the issue. The bench technician identified the speaker is defective. The sound is distorted and drops out from time to time. The speaker was ordered and replaced. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The speaker was replaced to resolve the issue. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Correction to event date: (B)(6) 2025.